Manufacturer narrative:
In response to FDA report number mw5088980. The events of infection(unknown onset), capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿grade IV capsular contracture, extra capsular rupture of textured implant, large seroma, infection all right breast¿ and ¿suspected alcl.¿ these are known potential adverse events addressed in the product labeling.

Event description:
Patient reported via regulatory agency ¿grade IV capsular contracture, extra capsular rupture of textured implant, large seroma, infection all right breast¿ and ¿suspected alcl.¿ patient additionally reported ¿was severely ill, multiple autoimmune issues,¿ these events are not related to the device. The device remains implanted. This record is for the right side.